Event description:
A malfunction alarm was reported during the insulin pump operation. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, preventing resumption of insulin therapy. Technical support decided to replace the faulty pump, which was under warranty, and instructed the customer to put the pump into storage mode before returning it using a pre-paid label. The customer acknowledged understanding of these instructions and planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.